Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Although the issue did not occur during the load process, it was noted that cartridge alarms had been reported with consecutive cartridges. As a resolution, technical support confirmed that a replacement pump would be sent to the customer. The customer was instructed to continue using the current pump until the replacement pump arrived, and to return the problematic pump to tandem using the provided return box and pre-paid label. Technical support provided instructions for programming and connecting the replacement pump, and confirmed the shipping address with the customer.